Event description:
It was reported that during a visceral procedure, the clips would not advance. During an endoscopy procedure, after the releasing of a few number of clips, the visual loading control was indicated that there was still some clips lasting inside. But no clip was released and the device's bits remained closed on the tissues. To remove the device, the surgeon had to force it and some tissues were removed at the same time. Minor risk for the pt. Unk how case was completed. There were no adverse consequences to the pt.

Manufacturer narrative:
(B) (4). (B) (4). Eval summary: the analysis results found that the device was received in good visual condition. When testing the device for functionality, it was noted to be empty and locked out, but the orange indicator was 1/3 beyond the intended positon. As the instrument was empty and locked out, no more clips could be fired. Please note the device contains a last clip lockout feature designed to increase the force required to close the trigger, thereby reducing the possibility that the empty jaws will be closed on a vessel. The device is designed to lockout when all the clips have been fired and the orange indicator must be visible after the 13th clip is fired. A possible cause for the indicator failure may be a previous feed error, which may cause the indicator to over-travel the intended point. We have documented the circumstances as they were reported to us. In addition, complaint info is trended on a regular basis to determine if further investigation is warranted. The final quality release criteria were met before this batch was released for distribution. Empty instrument.